Event description:
There is a crimp in one of the lines where it meets the hub, and where the lines become one. I went through our floor stock and found the same issue on three other devices with lot# 73387. Because of this, we have removed the remainder of this lot from stock at our warehouse. We are working with our (B)(6) rep to find a solution. Manufacturer response for trifurcated swan-lock extension set with filter and swan lock extension set with filter, (brand not provided) (per site reporter). (B)(6) is aware and is planning on coming to our facility for further review.